Event description:
My husband was scheduled for a c/t scan at (B)(6) hospital on (B)(6) 2025 early the next morning. We were staying in (B)(6) for the night. We had just come back to the hotel when my husband indicated that he needed to lay down. As soon as his head hit the pillow he had died. I performed CPR until paramedics arrived. He had a pacemaker/defibrillator but it failed to go off. I'm would like to know if this product was defective. The product was a st. Jude medical implant sold by abbott. Item: ICD; model cddra500q; serial number (B)(6); implant date (B)(6) 2020. I would appreciate any information you have regarding this ICD.